Event description:
(B)(6). Allegedly, four years after the initial breast surgery, the patient presented with discomfort and changes in breast texture. Imaging suggested rupture of the right implant and rippling with a thick capsule on the left. Surgery confirmed the right implant rupture and revealed that the left implant had been previously inserted upside down.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: rippling, rotation, capsular contracture baker grade iii/IV.

Manufacturer narrative:
Device involvement:a causal relationship between the reported events and the device has not been established.event characterization:the events were classified as rippling, rotation, and capsular contracture.laboratory testing:laboratory evaluation was conducted in accordance with wi-001048 "pms laboratory testing units." Key findings include:visual inspection: macroscopic examination of the returned device was performed.microscopic analysis: under magnification, the shell exhibited trace marks indicative of interaction with a sharp instrument. The morphology of these marks closely matched those reproduced under controlled laboratory conditions simulating instrument-related damage.shell compliance testing: mechanical and material integrity testing confirmed that the implant shell met all applicable international specification standards.reference: (B)(4) ¿ complaint investigation unit testing results.root cause analysis:based on the testing results, the most probable contributing factor is damage from a sharp surgical instrument. Such damage may have compromised the shell¿s integrity during the clinical procedure.clinical confirmation:upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported cases were not confirmed by clinical affairs.root cause analysis:this event is a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes.the etiology of the alleged event is recognized as multifactorial. Given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the event is considered not attributable to the manufacturing process and/or the product itself.dfu and labeling evaluation:the event is a known, well-documented complication associated with silicone breast implants. It is clearly addressed in the product¿s directions for use (dfu), which states:rippling/wrinkling ¿ rippling is the cutaneous manifestation, visible or palpable, of implant ripples and edges, typically most apparent when the patient bends forward. When soft tissue coverage is insufficient, these effects become more evident. Risk factors include breast tissue quality and gel cohesivity. Adequate tissue coverage is essential to prevent visibility.rotation ¿ anterior/posterior rotation (flipping) has been reported more frequently with cohesive gel implants. Proper placement and pocket dissection reduce risk. In some cases, revision surgery may be required.factors contributing to malposition may include breast envelope characteristics, implant properties, surgical technique, infection, hematoma/seroma, capsular contracture, physical activity, and manipulation.capsular contracture:capsular contracture pertains to hypertrophic scar tissue surrounding a foreign body, which may compromise aesthetic outcomes and cause discomfort. It is graded as follows:baker grade I: soft and natural.baker grade ii: slightly firm but normal.baker grade iii: firm and abnormal appearance.baker grade IV: hard, painful, and abnormal.capsular contracture may require surgical intervention and may recur after treatment. It is one of the most common complications and reasons for reoperation.capsule formation is a normal immune response; however, excessive tightening can lead to implant firmness, discomfort, deformity, and displacement. Risk factors include infection, hematoma, seroma, and revision surgery.dfu responsibility statementthe dfu emphasizes the responsibility of the surgeon to inform patients of potential risks and complications during pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ available at IFU.motiva.health.literature reference:back-to-front flipping is rare (0¿5% of cases). Diagnosis is clinical, based on physical examination and changes in breast shape. Asymmetries are generally related to pocket dissection or implant displacement.the most common indication for reoperation is capsular contracture (handel, 2006).breast implants trigger a foreign body response (fbr), which may lead to fibrous capsule formation. Excessive response can result in pain and deformity (steiert et al., 2013).device history record (DHR) review:a comprehensive review of the DHR for the affected lot revealed no deviations, non-conformances, or anomalies. All materials and processes complied with quality requirements.trend and signal monitoring:the event has been evaluated within ongoing pms trend analysis activities:no adverse or unexpected trends have been identified.no corrective or preventive actions are required at this time.establishment labs will continue monitoring similar events as part of routine pms surveillance.